Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon, the pt has cochlear anatomical abnormalties. A csf gusher occurred during surgery and the surgeon was unable to get optimal electrode array placement. Reportedly, the weekend after the surgery, the pt continued to have problems with a csf leak. The pt was readmitted to the or and a lumbar drain was placed. A revision surgery was done in 2008 to reposition the device to improve electrode array placement. Results of the revision surgery had not been reported at the time of this report.